Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid colon resection, while removing the large part of the bowel, once the surgeon entered the abdominal cavity with the stapler and articulated the device, the tip of the shaft broke. The component fell into the patient's cavity and was retrieved by using a grasper. A new device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted the distal end of the instrument shaft was broken. Due to the noted damage, no functional testing was performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged instrument shaft may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.